Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
On 22 jan 2018, arjohuntleigh received a customer complaint related to a v4 I ceiling lift. It was reported the resident suffered a minor seizure during transfer from a bed to a chair. The staff person holding the device hand control in her hand tried to hold the resident during a sudden attack, but unfortunately the hand control slipped out of the staff hand and sling shot into the resident's face. The event resulted in an alleged facial injury. The resident was taken to the hospital where a CT scan was performed and a radiological examination using an x-ray. At this time, we are not able to confirm if the resident was taken to hospital because of the seizure or because there was a facial injury.

Manufacturer narrative:
Arjohuntleigh is in the process of collecting the additional information. Final report will be provided following the conclusion of the investigation.

Event description:
On 22 jan 2018, arjo received a customer complaint related to a v4 I ceiling lift. It was reported the resident (female, (B)(6)) suffered a minor seizure during transfer from a bed to a chair with the use of arjo ceiling lift. When the staff person tried to hold the resident during the sudden attack, the device's hand control slipped out of the staff hand and hit the resident in face. This unfortunate event caused a facial injury. The resident was taken to the hospital where a CT scan and a radiological examination were performed with the use of an x-ray. In order to understand the medical reason the resident was sent to the hospital (whether this resulted from the seizure or from the facial injury) and circumstances of the unfortunate incident, arjo has made few unsuccessful attempts (on 31 jan, 1 mar and 8 mar 2018) to reach out to the initial reporter of the complaint. Unfortunately, despite our best efforts no more information was released by the customer facility. We have managed only to establish that the initial reporter is no longer employed at hellenic home for the aged and there is nobody else that can provide further details.

Manufacturer narrative:
On 22 jan 2018, arjo received a customer complaint related to a v4 I ceiling lift. It was reported the resident (female, (B)(6)) suffered a minor seizure during transfer from a bed to a chair with the use of arjo ceiling lift. When the staff person tried to hold the resident during the sudden attack, the device's hand control slipped out of the staff hand and hit the resident in face. This unfortunate event caused a facial injury. The resident was taken to the hospital where a CT scan and a radiological examination were performed with the use of an x-ray. In order to understand the medical reason the resident was sent to the hospital (whether this resulted from the seizure or from the facial injury) and circumstances of the unfortunate incident, arjo has made few unsuccessful attempts (on 31 jan, 1 mar and 8 mar 2018) to reach out to the initial reporter of the complaint. Unfortunately, despite our best efforts no more information was released by the customer facility. We have managed only to establish that the initial reporter is no longer employed at hellenic home for the aged and there is nobody else that can provide further details. When reviewing similar reportable events registered in the last 5 years, we have not found any similar complaint related to the investigated issue. According to that, this particular complaint appears to be an isolated occurrence. During the investigation, it was established that the reported situation is considered to be unfortunate accident related to the health condition of the resident (occurrence of unexpected attacks). Due to limited information revealed by the customer facility, we are not able to confirm if the resident suffered on epilepsy, or other illness that caused the attack. The v4 I instruction for use (IFU, 001.14150 rev.4) informs the user step by step how the lifting procedure shall be performed. IFU also clearly states that every caregiver must be trained and familiarized with the device. It means that caregivers should understand the operation of the lift and the transferring procedure. As per IFU: "ceiling lifts must be used by a caregiver with proper training to work with the patient to be transferred." Additionally "before attempting to transfer, the patient must be assessed by a qualified professional" to be sure that this kind of lift is adequate for the resident. If the caregiver follows every guideline given in the device lift IFU, there is a very low possibility of any potentially risky situation to occur. In summary, the device was being used at the time of the event and played a role in the reported incident. There was no device deficiency found and from that perspective the system was up to specifications at the time of the incident occurrence. Arjo find this complaint to be reportable to the competent authorities due to reported outcome for the user.